Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacture representative regarding a patient receiving unknown drug via an implanted pump. The indication for use was intractable spasticity. It was reported the patient's full system was explanted, on (B)(6) 2019 due to a possible infection.

Manufacturer narrative:
The pump was returned, and analysis found no anomaly. The catheter was returned, and analysis found no significant anomaly. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative and confirmed with a healthcare professional indicated it was unknown what other interventions were taken other than explant. The cause of the infection was unknown. It was unknown if the infection was resolved. The patient's weight was unknown. The hcp name was provided. No further compilations were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep) indicated they have picked up the device from the hospital and it will be returned to manufacturer for analysis. No further complications were reported/anticipated.